Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02394. The pt underwent surgery to revise her ipg (reference MFR report: 1627487-2013-06225). It was reported preoperative diagnostic testing revealed invalid impedance readings on all lead contacts. X-rays showed both of the pt's leads were fractured near the anchors. The pt denied any falls or recent traumatic incidents, and it was noted the anchors were very superficial. The physician explanted the leads on (B)(6) 2013 and plans to reimplant the pt at a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.